Event description:
It was reported that an ilet user experienced fluctuating blood glucose, ranging from 52 mg/dl to 284 mg/dl, leading to urgent low and high readings, frequent pump pauses to stop insulin, and overtreatment of hypoglycemia with unmeasured soda. A factory reset and additional training were provided, and no device component was implicated. Symptoms included hypoglycemia, hyperglycemia, and shaking. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem, with a usage problem identified and an improper procedure due overtreating hypoglycemia, and the device component was not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.